Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 413 mg/dl. The customer stated that prior to the event the battery in the insulin pump depleted, but she could not insert a new battery because the insulin pump's battery cap was stripped. The customer stated that she did not revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.